Manufacturer narrative:
Additional information: according to the currently available information, the device has malfunctioned. However, to confirm a root cause, a device investigation is necessary. A revision surgery has not been scheduled yet. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
It was reported that the patient lost access to sound with the device. External device was exchanged but the results remained the same. The patient is contralaterally implanted with a cochlear implant. Re-implantation with a cochlear implant was scheduled for (B)(6) 2015. However, this procedure has not been conducted as the patient has not yet decided how to proceed. Note: this device was manufactured by symphonix devices inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced devices.

Manufacturer narrative:
Conclusion: device investigation revealed a damage to the conductive link, likely caused by minute device mobility. The problems given in the patient report seem to be congruent with the damage found. The other damages found during investigation are contributable to explantation surgery. Additionally, the surgeon reported that the patient had progressive hearing loss. This may have led to device explantation anyway. The patient has been re-implanted with a cochlear implant. This is a final report.

Event description:
It was reported that the patient lost access to sound with the device. External device was exchanged but the results remained the same. The patient is contralaterally implanted with a cochlear implant. Re-implantation with a cochlear implant was scheduled for (B)(6) 2015. However, this procedure has not been conducted as the patient has not yet decided how to proceed. The patient has been explanted on (B)(6) 2016. Note: this device was manufactured by (B)(4). Vibrant med-el took over the (B)(4) assets. As such vibrant med-el feels responsible to follow-up on product problems with (B)(4) produced devices.

Event description:
It was reported that the pt experienced a hearing loss. External device was exchanged but the results remained same. Re-implantation is planned to take place in (B)(6) 2015.

Manufacturer narrative:
According to the currently available info, the device has malfunction. However, to determine an exact root cause, a device investigation of the explanted device is necessary. The re-implantation is scheduled for (B)(6) 2015. Further investigations will be performed as and when the pt undergoes the explantation surgery and the device is received. This is an initial and f/u report. Note: this device was manufactured by (B)(4). Vibrant med-el took over the (B)(4) assets. As such, vibrant med-el feels responsible to f/u on product problems with (B)(4) produced devices.